Event description:
It was reported a patient was treated for tandem critical stenosis of the basilar artery. The proximal stenosis was caudal to the anterior inferior cerebellar artery (aica) measuring 0.07-mm diameter. The distal stenosis was cranial to the aica measuring 0.4-mm diameter. The remaining vessels were described as tortuous with diffuse atherosclerotic changes. A microguidewire was tracked through the left vertebral artery and the stenotic portions of the basilar artery to the right superior cerebral artery. A balloon microcatheter was advanced over the guidewire into the basilar artery. Multiple gentle inflations were performed at 6.0-atm over approximately 5 minutes, corresponding to a diameter of 2.0-mm to pre-dilate the stenotic segments. Control angiography was performed to monitor progress of balloon dilatations. The balloon catheter was replaced with another size balloon catheter. Inflations were performed again to pre-dilate the proximal stenosis to 2.25-mm. Control angiography was repeated. In the stents phase, a stent was successfully deployed centered over the distal segment of the basilar stenosis. Control angiography was performed. The stent delivery system was removed and then another size balloon was exchanged over the guidewire and inflated over the (first) stent tines in an attempt to expand the proximal aspect. The second stent was directed across the caudal most area of the stenosis and was overlapping the first stent. The stent was successfully deployed. Control angiography demonstrated improvement in the first stent vessel-wall approximation. The stent system was removed. Following the two stent deployments, another model balloon was placed across an observed residual vessel waist and inflated to 5-atm for approximately 4 minutes. Control angiogram showed improvement in the vessel caliber. The balloon catheter and the microcatheter were removed. Control angiography was performed. Repeat ap and lateral angiograms of the posterior intracranial circulation were done. Control angiograms show that a dissection flap occurred in the mid basilar artery during the procedure. The final angiograms demonstrate marked improvement in the basilar artery caliber and anteriorgrade flow, with no apparent significant flow limitation from the dissection flap. At no time was any extravascular extravasation of contrast or extravascular penetration of wire, catheter, or stent demonstrated. There is no evidence of stent damage, vessel occlusion, distal emboli, or clot formation on the stent. Records do not determine in which phase of the procedure the flap occurred.

Manufacturer narrative:
The device will not be returned to boston scientific for investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The hospital was unable to determine which phase of the procedure the dissection flap occurred. As a result, we cannot definitively exclude the involvement of our devices, thus we are reporting though there has been no alleged malfunction or direct implication of our devices.